Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experiencing high blood glucose level of 480mg/dl. The high readings started on (B)(6) 2017. Customer's blood glucose was 380 mg/dl after breakfast, checked again and it was 439 mg/dl to 449 mg/dl. The customer treated with manual injection and had some boluses with the insulin pump. The customer had sore throat and upset stomach on that day. Customer's blood glucose value was within 400 mg/dl at the time of call. Troubleshooting was performed. The customer was unable to perform the high pressure test due to no clamp available. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer has just changed the infusion set. The insulin pump was not returned for analysis.